Event description:
Healthcare provider went through multiple kangaroo pumps in 4n14 then tried switching the tubing. Error message kept stating there was a flow error. Healthcare provider tried both the standard spike set with a bag and the double bag. The double bag worked.